Manufacturer narrative:
The device was not returned for evaluation. A review of the electronic lot history record (elhr) for this product was not performed because the lot number was not reported and the product was not returned for analysis. The reported patient effect of dissection is listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6fr sheath hole prior to a heart pump procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 14fr sheath and the heart pump was placed. The prostyle sutures were not tightened during this procedure. Reportedly, days after the initial procedure, the heart pump was removed, and the sutures of the prostyle sutures were tightened. There were no device issues and the sutures successfully achieved hemostasis; however, a dissection was observed to the external iliac, the common femoral artery and the superficial femoral artery. Stents were advanced through the left common femoral artery to repair the noted damage. It could not be confirmed what caused the dissection. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.